Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. The user reported the cannula may not have been inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 - 45 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported that the pod had lead him to have high blood glucose levels which resulted in his hospitalization. He thought that the cannula was not inserted correctly and that is why at his doctor's appointment, where his levels were checked, his blood glucose (which read 300-330mg/dl) and ketones were high. He felt sick and vomited in the office. The patient did not remove the pod until he went to the emergency room. He was diagnosed with diabetic ketoacidosis. They started him on fluids and insulin, both via IV, for the first day and he was kept overnight for observation. On the second day, he put on a new pod and the hospital did not give insulin through IV. His doctor had reported that the patient's previous pod had alarmed and he had not replaced it right away, he was without a pod for several hours and by the time he came for his appointment he had large ketones and blood glucose over 400mg/dl.